Manufacturer narrative:
Conclusion: medtronic is unable to confirm or deny the relationship between the patient outcome and reported product issue as no product has been returned to date. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic will continue to monitor for future occurrences and trends.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the relationship between the patient outcome and reported product issue as no product has been returned to date. Medtronic's investigation is in progress.

Event description:
Medtronic received information that after several days on extracorporeal membrane oxygenation (ECMO) support, a connection within this custom perfusion pack became disconnected. The patient received cardiopulmonary resuscitation (CPR) for approximately seven minutes while the circuit was being replaced. The customer indicated that after de-airing the circuit and replacing the connector, ECMO resumed. The patient ultimately passed away. Several attempts to obtain additional information regarding patient impact clarification, cause of death and date of death have been made and no response has been received. The product is not expected to return to medtronic.